Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass, a missing end cap sticker, and cracked battery tube threads.

Event description:
The customer reported via phone call that there was physical damage to the insulin pump. Customer stated the insulin pump's screen was cracked and the customer was unable to see half of the screen. Customer's blood glucose was unknown. The customer reported dropping the insulin pump, resulting in the damage. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.